Manufacturer narrative:
The manufacturing and inspection records of the explants were reviewed and no discrepancies were found. The rod and set screws were evaluated and the abrasion at the end of the rod indicates that there was insufficient overhang of the rod past the screw. The damage on the rod contact surface on two of the set screws indicate that the rod may not have been optimally seated in the pedicle screws, which could have contributed to the rod slippage. The patient was reportedly successfully revised.

Event description:
Everest rod slipped approximately 3 months post-operatively. Patient was revised with a longer rod and four new set screws.